Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthogeriatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported "using the plate over a fd rod to do a redotational osteotomy - the screw was implanted and then the plate was moved around proximally to avoid the osteotomy. Then the plate was put back into place and the screw was put back down. We then put additional screws into place at which time we realized the screw had broken." No additional patient consequences were reported.